Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the cheeks, oral commissures, and around piriform with 2 ml of juvéderm voluma® xc. The patient was also injected with ¿boletero periorally and restalyne refyne in the lips¿. Twelve days post injections, the patient experienced, ¿some swelling on the up right side of their face¿. The patient was treated with medrol dosepak, ice, and instructed to sleep with their head elevated. Patient¿s symptoms improved at first, but the swelling returned worse than before. Five days later, a lesion appeared near the patient¿s mouth, raised and presented with pus. It did not appear like a typical herpes outbreak but given the location and similarities the patient was started on acyclovir. They were also given a puracyn ointment. Symptoms are ongoing.